Event description:
It was reported that the pump module shut off during infusion of heparin. There was no alarm sounds, red screen flashing or red screen "channel disconnect" before the device shut off. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the pump module shut off during infusion of heparin. There was no alarm sounds, red screen flashing or red screen "channel disconnect" before the device shut off. There was patient involvement but no harm.